Event description:
It was reported that the patient developed a non-healing fistula after proximal bicep repair in (B)(6) 2013. About 6 weeks post-op, he began to have pain and swelling at the insertion site. In (B)(6) 2013 he had a debridement of the area and a drain inserted. Still having an issue with non healing so on (B)(6) 2013, a second surgery was performed. The implant, button and suture were removed. Another debridement of the area was done. No new implants were inserted as the repair remained intact.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.